Manufacturer narrative:
H3: analysis found that, visually, the proximal end of the inner assembly was broken off/detached from the outer assembly. There was no damage noted to the outer hub, the outer tube, or the diamond tip. However, the spiral wrap was broken and expanded when returned. The expanded spiral wrap passed the distal end of the outer tube by 0.86 inches. The inner shaft was broken 0.46 inches from the distal end of the inner hub to the broken point. There were traces of a white grease on the broken shaft, and the bushing was worn out. The distal end of the inner hub appeared to be deformed (outside diameter). The outside diameter of the inner hub shall measure .330±.002 inches and measured in undamaged area .329 inches while in deformed area measured .358 inches which was out of specification. Functionally, the device failed due to defective condition upon return and the inability to load into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the bur could not be removed. There was no patient involvement.

Manufacturer narrative:
H6: the img codes have been updated. The applicable codes are img g04078 and img g04112. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.